Event description:
The company was informed that the patient is reportedly experiencing no response with stimulation. Programming adjustments have been attempted, however this has not resolved the issue. It was revealed that the electrode array was in the middle ear space, outside of the cochlea. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.